Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and no anomalies that could be associated with the complaint incident was observed. There is no service history for the device under evaluation. The complaint was not confirmed. An investigation for cause was unable to be performed.

Manufacturer narrative:
The device was returned for evaluation. And the handpiece transducer was faulty and thus the cause of the complaint incident. The evaluation verified the complaint as valid.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A senior quality specialist reported on behalf of customer that after connecting the c2602 cusa excel 36khz straight handpiece with the console and tips, the alarm turned on during a preoperative test on (B)(6) 2018. The distributor changed to another tip and the alarm was still there. Then another handpiece was connected to another console and the alarm was still there. Therefore, the problem was with the handpiece. There was no patient contact and alleged injury. Additional information was received on 31oct2018 indicating that the surgery was delayed for 30 minutes due to the product problem. There was no known impact to the patient due to surgery delay.